Manufacturer narrative:
Additional info: a visual inspection reveals there is some deformation in the corners of the hex head. The distance between the flats inside the hex head was still in spec. When tested with a torque tester it was found the torque release mechanism was not releasing at the specified torque setting, the driver would sometime reach values of 110 lb.-in before releasing. A functional test was done with a crosslink and the center nut of the crosslink stripped before the driver ¿clicked¿ indicating the proper torque had been reached. It would appear that driver head being worn and the torque release mechanism now releasing too high are causing the nuts to strip. Given the age and condition of the driver this does not appear to be a manufacturing issue but a failure from wear and repeated use.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver stripped the middle locking screw of the crosslink. The crosslink was explanted and new crosslink was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.